Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The stem driver was not returned for evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the stem and impactor would not separate. After several attempts, the impactor and femoral stem were removed together. Another stem and impactor were available to complete the procedure, and an alternate approach was used during impaction. There was a delay greater than thirty (30) minutes as a result of the event.